Event description:
It was reported that on (B)(6) 2026, the patient underwent tha with the drill bits. During the surgery, one drill bit broke off and the other bent when using a drill for acetabular screw fixation. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2026, the patient underwent tha with the drill bits. During the surgery, the two drill bits broke(bent) when using a drill for acetabular screw fixation. The surgery was completed successfully without any surgical delay. No further information is available. Additional information received; (B)(4) were damaged during the surgery (one broke off and the other bent), but the report does not describe how they were damaged. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the 3.8mm drill bit 25mm was broken from the middle section. Also the returned piece shows a bent section. Not all broken fragments were returned for evaluation. The observed condition of the device was consistent with exposure to unintended forces, such as extreme eccentric loading, which could result in premature bending or breaking of the drill bit. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 3.8mm drill bit 25mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d9, h4. Corrected: h3.